Event description:
The customer reported that the system was shutting down and displaying no communications or xray disabled error messages. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system interface, generator interface and fluoro functions boards were replaced. The system was then found to be operating as intended.